Event description:
It was reported that the patient began experiencing pain on the second day post ipg implant. The patient took pain medication, however, the pain persisted. On the third day, the patient had chills and felt tired. The pain continued to worsen and there was redness and drainage at the wound site. The patient was admitted to the hospital and it was found that the patient had mild leukocytosis , but no fevers. The superficial and surgical wound culture grew methicillin-sensitive staphylococcus aureus (mssa). Antibiotics were administered and the device was explanted the same day. The patient was discharged and the event is resolving. The physician assessed the event as causally related to the procedure and not related to device hardware and/or stimulation. Additional information was received that the event was resolved.

Event description:
It was reported that the patient began experiencing pain on the second day post ipg implant. The patient took pain medication, however, the pain persisted. On the third day, the patient had chills and felt tired. The pain continued to worsen and there was redness and drainage at the wound site. The patient was admitted to the hospital and it was found that the patient had mild leukocytosis , but no fevers. The superficial and surgical wound culture grew methicillin-sensitive staphylococcus aureus (mssa). Antibiotics were administered and the device was explanted the same day. The patient was discharged and the event is resolving. The physician assessed the event as causally related to the procedure and not related to device hardware and/or stimulation. Additional information was received that the event was resolved.

Event description:
It was reported that the patient began experiencing pain on the second day post ipg implant. The patient took pain medication, however, the pain persisted. On the third day, the patient had chills and felt tired. The pain continued to worsen and there was redness and drainage at the wound site. The patient was admitted to the hospital and it was found that the patient had mild leukocytosis, but no fevers. The superficial and surgical wound culture grew (B)(6). Antibiotics were administered and the device was explanted the same day. The patient was discharged and the event is resolving. The physician assessed the event as causally related to the procedure and not related to device hardware and/or stimulation.